Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was doing fine.